Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "primary tha was revised as patient has been plagued by a painful sense of instability, particularly anteriorly when in an extended, external rotated position. Pre-op work revealed an excessively anteverted acetabular component (>55 deg). After having failed non-surgical attempts at managing the pain and limitations of functional capabilities, it was felt that the only remaining option was surgical. Revision included acetabular shell, femoral bearing head, polyethylene insert, and 3 plate screws."